Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The patient presented to the emergency room but was not admitted immediately as it was reported there was a shortage of ward beds in the hospital. The patient received outpatient treatment with unspecified drug added into the pd solution (dose, frequency and duration not reported). On an unreported date (reported as 3 days later), the patient was admitted to the hospital for the peritonitis event. On an unreported date, the patient was discharged from the hospital. Twelve days after diagnosis, the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.